Event description:
"Rupture of the balloon during the procedure with denudation of the tip. The metallic wire unravelled and got into the artery. The device was removed from the vessel with forceps to dissect. Patient status ok."

Manufacturer narrative:
Applied medical is in the process of confirming whether or not the incident device will be returned for evaluation. Upon confirmation, receipt and evaluation of the incident device, a follow up report will be submitted.